Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an unknown device was selected for implant using an unknown sized amplatzer steerable sheath. During procedure, air embolism in the sheath was observed. The air embolism was "very tiny and healed itself". No intervention was required and no adverse events were reported. No patient consequences were reported.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that there were only air bubbles seen in the loader. Intervention occurred by back bleeding .

Manufacturer narrative:
An event of air embolism was reported. Information from field indicated that there were only air bubbles seen in the loader and that the air embolism healed itself. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.g1: manufacturing site updated to 2135147. H6: code 2199 was removed.

Event description:
It was reported that on (B)(6) 2022, an unknown device was selected for implant using an unknown sized amplatzer steerable sheath. During procedure, air embolism in the sheath was observed. The air embolism was "very tiny and healed itself." There were only air bubbles seen in the loader. Intervention occurred by back bleeding. No intervention was required and no adverse events were reported. No patient consequences were reported.